Event description:
It was reported the patient came into the emergency room because the night prior to report the patient fell in the bathtub right on their implantable neurostimulator (ins). It was noted the patient¿s programmer was not working and was not picking up the device. The patient was seeing the poor communication screen and had no telemetry with or without their antenna. It was stated the patient¿s device did not seem to work. It was later reported the patient was in a lot of pain since the fall but it was only due to the fall but they were not having any sensation or pain from the stimulation. The patient stated their implantable neurostimulator (ins) had not worked since the fall.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# v327758, implanted: (B)(6) 2011, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient came into the emergency room because the night prior to report the patient fell in the bathtub right on their implantable neurostimulator (ins). It was noted the patient's programmer was not working and was not picking up the device. It was reported that manufacturer representative indicated that there was a possible problem with the programmer. The patient was seeing the poor communication screen and had no telemetry with or without their antenna. It was stated the patient's device did not seem to work. It was later reported the patient was in a lot of pain since the fall but it was only due to the fall and they were not having any sensation or pain from the stimulation. The patient stated their implantable neurostimulator (ins) had not worked since the fall.